Event description:
Physician reported capsular contracture, baker grade 3. Left side. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified encapsulation. The patch information is not visible in the photo. Device analysis performed through photographs, due to the impossibility to perform a further analysis as it is not possible to determine the cause of the event. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported capsular contracture, baker grade 3. Left side. Device explanted.